Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at elective replacement indicator (eri) level when received. Device image data analysis and bench testing on the device did not identify any sources of high current conditions or any other electrical issues. Longevity assessment was performed, and the implant duration exceeded the 75% total projected longevity requirement, indicating normal battery depletion. Review of the device image noted that autocapture¿ and rate responsive mode features were enabled during the implant period. When the device is set to automatic settings, the device pacing output may change based on the requirements of the patient, which then changes the battery measurement and the remaining estimated longevity based on the usage.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the battery life had decreased since the las follow-up six months ago. Premature battery depletion was suspected. The device was explanted and replaced. The patient was in stable condition post-procedure.